Event description:
On (B)(6) 2009, the patient reported that the adhesive of his infusion sets is not sticking to his skin immediately after insertion while using his insertion device. He stated that he rubs the adhesive down after removing the paper backing, but he stated that there is barely any adhesive. He stated that he does not use moisturizers at the infusion site location, and he always allows the infusion site area to dry after using an IV prep wipe. He is currently using an adhesive overlay to keep the infusion site in place. He stated that the product does not appear to be damaged and has not been exposed to extreme temperatures. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.